Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a low blood glucose level and a low pulse rate. His blood glucose level was 60 mg/dl. He passed out and lost color. An ambulance was called. He received a no delivery alarm. The product was not returned. Nothing further to report.